Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on 06/06/2015.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/06/2015 with the following findings: the top of the returned battery cap was observed to be worn; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Unrelated to the reported issue, the clip insert portion of the pump housing was found to be damaged; the accessory clip could not successfully secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).